Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("she was sick"), loss of libido ("no sex drive"), menorrhagia ("she had super heavy periods"), alopecia ("balding"), amenorrhoea ("periods began to stop") and fatigue ("tired"), was found to have weight increased ("she began to gaining weight/look pregnant") and was found to have a pregnancy with contraceptive device ("I am tired of being pregnant with essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, malaise, loss of libido, menorrhagia, weight increased, alopecia, amenorrhoea, pregnancy with contraceptive device and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, amenorrhoea, fatigue, loss of libido, malaise, menorrhagia, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, she was sick, no sex drive, she had super heavy periods, she began to gaining weight. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received : events- "tired, device ineffective, I am tired of being pregnant with essure", reporter added. On 20-mar-2020: social media report received : reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("she was sick"), loss of libido ("no sex drive"), menorrhagia ("she had super heavy periods"), alopecia ("balding/falling out/hair lose"), amenorrhoea ("periods began to stop"), fatigue ("tired"), procedural pain ("sill in pain after surgery") and discomfort ("feel heavy/uncomfortable"), was found to have weight increased ("she began to gaining weight/look pregnant") and was found to have a pregnancy with contraceptive device ("I am tired of being pregnant with essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved, the malaise, loss of libido, menorrhagia, weight increased, amenorrhoea, pregnancy with contraceptive device, fatigue, procedural pain and discomfort outcome was unknown and the alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, amenorrhoea, discomfort, fatigue, loss of libido, malaise, menorrhagia, pelvic pain, pregnancy with contraceptive device, procedural pain and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, she was sick, no sex drive, she had super heavy periods, she began to gaining weight. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: f up 10,11 and 12 proceed together:new event feel heavy/uncomfortable was added. Reporter from social media was added. On (B)(6) 2020: f up 10,11 and 12 proceed together: social media received. Reporter was added. On (B)(6) 2020: content of social media received. Reporter added. F up 10,11 and 12. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("she was sick"), loss of libido ("no sex drive"), menorrhagia ("she had super heavy periods"), alopecia ("balding/falling out/hair lose"), amenorrhoea ("periods began to stop"), fatigue ("tired"), procedural pain ("sill in pain after surgery"), discomfort ("feel heavy/uncomfortable") and urinary tract infection ("uti"), was found to have weight increased ("she began to gaining weight/look pregnant") and was found to have a pregnancy with contraceptive device ("I am tired of being pregnant with essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved, the malaise, loss of libido, menorrhagia, weight increased, amenorrhoea, pregnancy with contraceptive device, fatigue, procedural pain, discomfort and urinary tract infection outcome was unknown and the alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, amenorrhoea, discomfort, fatigue, loss of libido, malaise, menorrhagia, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 13& 14 process together- social media received: newly added events- uti, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("she was sick"), loss of libido ("no sex drive"), menorrhagia ("she had super heavy periods") and alopecia ("balding") and was found to have weight increased ("she began to gaining weight/look pregnant"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, malaise, loss of libido, menorrhagia, weight increased and alopecia outcome was unknown. The reporter considered alopecia, loss of libido, malaise, menorrhagia, pelvic pain and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, she was sick, no sex drive, she had super heavy periods, she began to gaining weight most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received events "she was sick, no sex drive, she had super heavy periods, she began to gaining weight, balding" were added. The event hysterectomy was replaced with pain. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("she was sick"), loss of libido ("no sex drive"), menorrhagia ("she had super heavy periods"), alopecia ("balding"), amenorrhoea ("periods began to stop"), fatigue ("tired"), procedural pain ("sill in pain after surgery") and discomfort ("feel heavy/uncomfortable"), was found to have weight increased ("she began to gaining weight/look pregnant") and was found to have a pregnancy with contraceptive device ("I am tired of being pregnant with essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the malaise, loss of libido, menorrhagia, weight increased, alopecia, amenorrhoea, pregnancy with contraceptive device, fatigue, procedural pain and discomfort outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, amenorrhoea, discomfort, fatigue, loss of libido, malaise, menorrhagia, pelvic pain, pregnancy with contraceptive device, procedural pain and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, she was sick, no sex drive, she had super heavy periods, she began to gaining weight most recent follow-up information incorporated above includes: on (B)(6)-2020: new event feel heavy/uncomfortable was added. Reporter from social media was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.